Event description:
It was reported that during total laparoscopic hysterectomy procedure that when doing the colpotomy step they received ¿relax pressure.¿ they stopped activation and started back up and believe blade came in contact with the uterine manipulator. They continued to activate and the blade broke. They were able to retrieve the broken piece of the blade. Another like device was used to complete procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/29/2023. D4 batch #: unknown. Additional information was obtained: sales rep called to update that it wasn't the blade that broke, it was the actual side of jaw that has the pad broke. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 12/12/2023 d4 batch #: a9d832 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. There were no blade tip broke off and relax pressure on blade and blade tip broke off issues observed. The device was disassembled to verify the condition of the internal components and no anomalies were found. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9d832, and no non-conformances were identified.